Event description:
The patient's mother reported the pink slide did not move forward and the cannula deployed but did not properly insert in the infusion site. The pod was not worn and no adverse patient impact was reported.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. No lot release records were reviewed, as the product lot number was not provided.